Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device remains implanted.

Event description:
It was reported that a 2.0mm x 6mm self tapping screw from the 2.0mp mandible set broke in half while being inserted in to the patient. The correct drill bit was in use through a transbuccal trocar set (also correct), and no excessive force was placed on the screw. The screw broke halfway down the thread and head of screw is completely intact. The other half of the screw was unable to be retrieved from the patient.